Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. This is report 2 of 3 involved in this event. A review of all batch record documents was performed for associated lot numbers 12e17h25 and 12e17h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted. The reported condition of peritonitis-no malfunction or use error could not be confirmed. No device malfunction or use error was identified.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, treatment was started with vancomycin and tobramycin(dose, duration and frequency not reported). The nurse stated that the patient received some retraining. The patient was recovering. The event was unrelated to baxter products.